Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, the customer¿s reported power issue was observed, and found to be due to a printed-circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the cause of the reported issue was due to failure of the substrate on the printed circuit board. However, the root cause of the substrate failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that when preparing the subject device for use during an unspecified procedure, when the power was turned on, the power would turn off occasionally. The procedure was cancelled as the device could not be used. There was no patient or user injury reported due to the event.

Manufacturer narrative:
Please see update in h4.